Event description:
--

Manufacturer narrative:
Additional information received noted this patient fell down and after interrogating the device multiple arrhythmic storms were noted. The pacing impedances remained out of range and noise was also seen. Medicine was administered to the patient due to low potassium levels. Technical advice is pending at this time. The system remains implanted.

Event description:
Boston scientific received information that during a normal device replacement procedure measurements with the pacing system analyzer (psa) of this right ventricular lead revealed high pacing impedances. A review of the daily measurements noted that the pacing impedances had increased in the past year. When connecting this right ventricular lead to the new device out of range pacing impedances could be seen, while other values were within normal range. The product experience report was sent for review to technical services. At this time the lead remains implanted. Technical services discussed the difference in measurements when checking the leads impedances with the psa and when connecting the lead to the device. In addition, technical services discussed the new test methodology when it comes testing the lead impedances measurements when connecting to the device. The patient will attend a follow up in the future where a save to disk or a memory dump will be performed to obtain the real impedance measurements. At this time a medical decision will be made when it comes to this device and lead.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that a follow up took place and pacing impedances remained out of range. Technical advice was requested. The lead remains implanted. A review of the data disk noted out of range pacing impedances. While the shocking impedances were within normal range. The sensing was also stable. Technical services discussed that recommendation are difficulty to make as the integrity of the lead is difficulty to check when out of range right ventricular pacing impedances are noted. Discussion regarding further action was also noted by technical services. At this time the device and lead remains implanted. After contacting the physicians, they have decided to monitor the patient each 6 months. They consider that the cicatrix/scar in the distal coil is generating the impedance increment. There were no allegations specific to the device and the device remains implanted.